Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -9.5/1.0/073 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023, the lens was removed due to excessive vault. The problem was resolved. Cause of the event is unknown. Reportedly, "the patient did not implant a second icl."

Manufacturer narrative:
H3 - device evaluation: the lens returned dry in a microcentrifuge vial. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).

Manufacturer narrative:
D4 - model # corrected to vticmo13.2 in the initial MDR. Claim # (B)(4).